Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pt called at 545pm on (B)(6) 2016 stating his chemo is leaking, his dressing is damp and he doesn't know where it is coming from. Had pt follow line from pump to pt. Tubing seemed to be intact; had wife take down taped portions from end of sapphire tubing to port connection. Pt has salt like substance on skin. Had caregiver wash pt's skin with soap and water. No breakdown noted on skin. Difficult to tell where leak is but it is either at the first connection of the sapphire connection vs the antisiphon valve connection. Called (B)(6) on call nurse to meet pt at (B)(4) and evaluate leak. (B)(6) aware. (B)(4) infusion area notified of pt arrival. Plan followup (B)(6) with pt in the home. Therapy information: fluorouracil 5019 mg in 210 ml of 0.9% sodium chloride affected product code: ap213-01 sapphire microbore set with 0.2 micron filter. Kindly acknowledge no harm was caused as a result of this complaint. No, the patient contained the spill and did not complain of any topical dermatitis from the exposure. Please provide the set lot number. If possible, please provide a photo of the paper package, capturing the lot number. 1077.2011.15. When during the infusion was the leak identified? Approximately within first 6 hours of 46 hour infusion. What was the flow rate when the leakage was detected? 4.4 ml/h. Was the point of the leak in the connection point between the tube and a component (please specify which component)/ connection point between the tube to a sleeve/component itself (please specify which component)/tube itself (please circle the relevant answer). Tubing leaked at the site where the tubing connects to the luer lock connector at the end of the IV tubing or between the luer lock connector and the add on anti-siphon valve. Please provide a photo demonstrating the leakage. Below. If the set is not available, please demonstrate the point of leakage on a different set. Set is available. Please make an attempt to provide the quantity of leaking sets you have observed. This is the second of two tubings with leaks in this approximate area, but both have different lot numbers. What rate was programed? 4.4 ml/h. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate) total volume 210 ml. Infuse 200 ml over 46 hours. Continuous mode delay in therapy:no. Need for medical intervention: no. Patient involvement: yes. Human harm: no. "